Event description:
My father was a peritoneal dialysis (pd) patient. He died on (B)(6), 2010. The diagnosis at the time of death was septic shock/massive infection. About a week after he died, a certified letter from fresenius medical care addressed to my father was delivered to my parents' house. The letter was a recall of certain peritoneal dialysis products. The letter was marked "urgent." A copy of the letter is attached to this report. The letter listed the various pd dialysis products being recalled and said there was a risk of contamination, and consequently, infection due to leaks in the products. We checked the records for the product numbers that my father used and he had used all of the contaminated products listed in the recall.